Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of 20ebe395 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "when PICC was being inserted, the wire was not going smoothly. Rn was inserting, pulling back, re-inserting due to resistance. Finally pulled entire PICC out and noticed that approx 1 inch of wire was missing. Patient received multiple x-rays and CT scans to locate wire. As of (B)(6), no wire was located in patient. Rn had thrown away the PICC / wire once it was removed from patient."